Event description:
Same case as MFR# 2134265-2010-02040. Same case as MFR# 2134265-2010-01660. It was reported that during a percutaneous transluminal angioplasty (pta) procedure a stent dislodgement occurred.. The 95% stenosed lesion was located in the moderately tortuous and calcified left subclavian artery. An express ld stent dislodged at an unspecified time and location during the procedure. The dislodged stent was successfully removed with a snare. The physician then advanced an unspecified guide wire and successfully crossed the target lesion. After guidewire placement intravascular ultrasound (ivus) was performed, and the target lesion was pre dilated with a non-bsc balloon catheter. An express ld 7-27 was advanced to the target lesion and deployed. However, the stent did not fully dilate. A sterling balloon dilatation catheter was advanced for post dilation of the stent and upon the first inflation attempt at 6 atms a balloon rupture occurred. The balloon inflation time is unknown. The balloon catheter was removed and the procedure was completed with a different device. There were no patient complications reported with the patient status listed as 'good'.

Manufacturer narrative:
(B) (6). (B) (4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).